Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2022 during an orif procedure with tfna, while inserting the blade, the image intensifier showed a broken drill bit of approximately 5mm in front of the fracture site. The surgeon determined that it would be difficult to remove the broken drill bit fragment, and it was left inside of the patient¿s body. The surgery was completed successfully with a 30 minute delay. This report is for a 10mm cannulated tapered drill bit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9, g3: device received on (B)(6) 2022. H3, h6: device evaluation completed. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the drill bit f/lateral cortex opening f/dhs has broken, the broken fragment was not returned. The device, component or fragment remains in patient issues could be not confirmed since x-ray evidence was not provided. No other problems were reported. A dimensional inspection was not performed for the drill bit f/lateral cortex opening f/dhs due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit f/lateral cortex opening f/dhs would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.037.021, lot: f-18254 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.